Event description:
During an endoscopic procedure, the lettering from the handle of this endoscope was found in the pt's nose. The lettering was removed and the nasal passages checked for further debris.